Manufacturer narrative:
The product is available for evaluation, but has not yet been returned. Additional info will be submitted within 30 days from receipt.

Event description:
A 1.50 x 10mm firestar rx balloon ruptured at 6 atms after the first inflation. The target lesion was located in the first diagonal branch. The lesion was described as 100% stenosed and heavily calcified. The reference vessel was non-tortuous. The lesion was confirmed as a chronic total occlusion (cto) that restenosed from previous treatment with balloon angioplasty. A guiding catheter was engaged and a guide wire crossed the lesion. A firestar rx balloon was delivered to the target lesion for pre-dilation; however, there was friction due to the cto. When the firestar rx balloon was inflated, it ruptured at 6 atms. An unk balloon was used and a cypher stent was successfully implanted. There was no pt injury and the product will be returned for analysis. No anomaly was noticed on the device prior to use. The device prepped normally. The same indeflator device was successfully used with other devices. The balloon inflated and re-wrapped properly. The balloon was removed intact from the pt.